Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
Following intraocular lens (iol) implant surgery, a consumer reported having blurry distance vision. The consumer reported she had prk in her left eye to correct vision. The device remains implanted.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).